Event description:
As reported, approximately 2 weeks post op the initial left tsa, this (B)(6) male patient was revised due to dislocation. Patient claims they were going pt and "something didn't feel right". Patient dislocated at and unknown time, possibly during pt. Upon xray patient was noted to have loosened humeral components. Humeral components were removed and revised to implants listed below. Patient deemed stable. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Devices will not be returning due to hospital policy.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 300-30-06, 7075177 - eq preserve stem, 320-10-00, 7265032 - eq rev adapter plate tray +0, 320-20-00, 7274300 - eq rev torque screw kit.

Manufacturer narrative:
Section h10: (h3) the revision reported may have been the result of inadequate initial fixation between the humeral stem and the bone, a post traumatic event during physical therapy, or a combination of the two, which led to aseptic (non-infected) humeral loosening and dislocation. However, this cannot be confirmed as the devices were not returned for evaluation and pre-revision x-rays were unable to be obtained. Section h11: *the following sections have corrected information: (h6) component code: 4755, part/component/sub-assembly term not applicable.